Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with rae (B)(4). Subsequently, davol has received additional event information indicating that the associated event device is not a recalled composix kugel mesh; therefore we are submitting this MDR based on the additional information received. Based on the information provided it is unk whether the device may have caused or contributed to the reported event. The pt is morbidly obese and was treated for a "huge" incarcerated hernia with bard flat mesh. The pt developed a recurrence in which a composix mesh was placed. It appears that both meshes were excised in a procedure on (B)(6) 2005. The medical records note the mesh was "crumpled up" under the fascial edge. A review of the manufacturing records was performed and there was no evidence of a manufacturing related cause for the reported event. The pt was treated for a recurrence which is a known adverse event listed in the IFU. Additionally, no sample was returned for evaluation. With the currently available information, no conclusion an be drawn. See MDR 1213643-2011-00736 for information related to the bard flat mesh implanted on (B)(6) 2001.

Event description:
Based on the medical records provided by the pt's attorney: on (B)(6) 2011 - patient underwent repair of "huge" incarcerated hernia with a bard flat mesh. On (B)(6) 2002 - pt underwent repair of recurrent incarcerated hernia with composix mesh. On (B)(6) 2005 - pt underwent repair of recurrent incarcerated ventral incisional hernia with composix kugel. The "old marlex" mesh was "crumpled" under the midline fascial edge and was totally removed.